Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire was not connected to the jaws upon opening of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). Customer opened box and noticed that the hemopro 2 wire was not connected to the jaws. No patient involvement. Product will be returned.

Manufacturer narrative:
Additionally updated section: device manufacture date. Updated: pt identifier, model/lot #, date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4) the device was returned to the factory for evaluation. The lot number on the returned product was 25121416. Tissue and charred blood were observed on the hemopro 2 heating element/ jaws. The heater wire was flexed away from the hot jaw of the hemopro 2 device, however it was still attached at the tip. The jaws opened and closed with no difficulty. Evidence of blood and signs of clinical use was also observed on the cannula. The c-ring on the cannula was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. During visual inspection, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for "wire was not connected to the jaws". The root cause of the reported failure mode for "bent; wire" is damage caused by improper insertion and/or removal from the cannula. Additionally, we were able to confirm an analyzed failure for ¿c-ring transected by cautery tool¿. The root cause of the analyzed failure for "break; cannula" is engagement of the c-ring with the jaws on the cautery tool prior to activation of the device. This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. Specific actions for these failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire was not connected to the jaws upon opening of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Customer opened box and noticed that the hemopro 2 wire was not connected to the jaws. No patient involvement. Product will be returned.